Event description:
It was reported that the recently implanted vns patient was experiencing nausea, vomiting, and had an episode where he passed out. The patient¿s device settings were subsequently decreased during an office visit on (B)(6) 2015. The patient¿s device was tested and showed normal device function. Following the setting adjustments, the patient continued to have nausea and vomiting. The patient went to the ER on (B)(6) 2015 due to syncope but was not admitted. The patient¿s device frequency was decreased on (B)(6) 2015. No further information relevant to the event has been received to date.

Event description:
The patient's neurologist provided information on (B)(4) 2015. She suspected that nausea, vomiting, and possibly syncope were due to vns as it started abruptly after adjustment, but improved with a change in settings. The intervention taken was a decrease in signal frequency from 30 hz to 20 hz. The outcome of this intervention was improvement/ resolution of the symptoms. She suspected it was due to programming changes.

Manufacturer narrative:
(B)(4).